Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and observed that there was liquid corrosion on the contacts of pcb-mounted jack connector, designator j17. In addition, a capacitor, designator c25, had become electrically shorted and burned off of the pcb causing extensive damage to the assembly. As a result of the damage to the pcb further testing was not possible. A resistance measurement of the power sources to ground did not reveal any electrical shorts. The cause of the reported issue was the power pcb assembly; however, further component level cause could not be determined due to the damage on the pcb.